Event description:
It was reported by the customer that the device had an alarm - error codes / messages. Error code 571.6241. There was no additional information provided and no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6), which confirmed similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of (B)(6) 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6), was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported by the customer that the device had an alarm error codes / messages. Error code 571.6241. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Additional information was added to h10, d9, and d8. The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages. Error code 571.6241. There was no additional information provided and no patient involvement.